Event description:
It was reported that there were high thresholds. The patient further reported that his doctor told him "the lead is not capturing properly and not sensing properly". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found; full lead returned it was reported that there were high thresholds. The patient further reported that his doctor told him "the lead is not capturing properly and not sensing properly". The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to sensitivity high threshold.